Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing, intermittent high blood glucose (bg) levels (approximately 350 mg/dl). The customer would change out the infusion set and deliver a bolus via the pump to address the bg level. The customer thought the cause of the high bg was due to the infusion set tubing being blocked; however, this could not be confirmed. The customer's current bg was 115 mg/dl. As the events had occurred in the past, tandem technical support was unable to troubleshoot and advised the customer to discuss the events with a healthcare provider.